Event description:
It was reported that a spectrum iq infusion pump did not alarm for upstream occlusion in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information d9, h2, h3, h6 and h11: the device was received for evaluation. During functional testing, the device was sent for upstream occlusion testing. Evaluation was unable to reproduce the customer reported symptom but verified multiple occurrences of upstream occlusion alarms during a review of the event history log. The evaluation sent the device for upstream occlusion testing and the device passed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the ultrasonic sensor out of specification.. Evaluation was unable to calibrate the ultrasonic sensor. Evaluation determined the ultrasonic sensor requires replacement. Should additional relevant information become available, a supplemental report will be submitted.